Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI l/p port w/ 6.6 fr s/l silicone catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Blood and residue were noted on the sample. A circumferential crease impression was noted about 2 mm from the proximal end of the catheter, the ends of the catheter showed no signs of a break, therefore the investigation is unconfirmed for break, however, the crease on the catheter suggests that the end of the catheter with the crease was at one point being held by the cathlock to the port body. The investigation is confirmed for catheter detachment. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential root causes listed in the fmea are catheter tears at stem, inadequate connection strength, catheter mushrooming, chemical degradation, cathlock backwards, and cathlock misalignment/disengagement. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 06/2021).

Event description:
It was reported that approximately five months post placement of the port, the port device was allegedly unable to be aspirated. Reportedly, an x-ray allegedly revealed that the port catheter was detached from the port body followed by the migration of the whole catheter into the atrium. Reportedly, an additional intervention was required to remove the migrated catheter under digital subtraction angiography (dsa) via the femoral vein, however, the port body was removed on the next day. The patient was reportedly stable after the both procedures.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2021).

Event description:
It was reported that approximately five months post placement of the port, the port device was allegedly unable to be aspirated. Reportedly, an x-ray allegedly revealed that the port catheter was separated from the port body followed by the migration of the whole catheter into the atrium. Reportedly, an additional intervention was required to remove the migrated catheter under digital subtraction angiography (dsa) via the femoral vein, however, the port body was removed on the next day. The patient was reportedly stable after the both procedures.